Manufacturer narrative:
(B)(4). Baxter contacted the nurse to notify him of the overfill incident and the cause that was identified during baxter's investigation. The nurse stated that the hp has been doing fine and continuing therapy. No patient injury or medical intervention was indicated. Review of the device logs found ultrafiltration (uf) volume that met the current criteria of an increased intra-peritoneal volume (iipv) incident. During external visual inspection, the serial number was found to be faded and the occluder gasket torn. Visual inspection of the door assembly revealed a cracked door piston. The cause of the iipv was determined to be insufficient drain due to a use error; the tidal uf removal was set too low. The device was found to meet electrical/functional requirements. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device evaluation is expected, but not completed yet.

Event description:
Initial assessment identified an increased intra-peritoneal volume (iipv) which occurred on (B)(6) 2010 during drain cycle 3. The patient's ultrafiltration (uf) reading was 1742 ml, indicating the home patient (hp) drained 1742 ml more than the largest prescribed fill volume of 2300 ml. This meant the total drain volume was 4042 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.